Event description:
It was reported by service report that the siderail will not lock in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Side rail release finger not latching due to worn out release handle.